Event description:
The customer reported that he received a prime alarm and his insulin pump was not working. The customer's blood glucose was 158 mg/dl. He was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.